Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply connections were evaluated the power supply voltage was adjusted to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently exhibited an error, locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The fse confirmed the problem reported by the customer of doesn't communicate with the workstation/communications error. The fse determined the cause of the problem to be low voltage from the ps1 5v power supply. The fse adjusted the power supply and verified system functionality. The power supply is a hardware component that supplies power to the system. It regulates the voltage to an adequate amount, which allows the system pcb's to run smoothly. The power supply is an integral part of the system and must function correctly for the rest of the components to work. Voltage adjustable to correct drift over time. Based on age of the system, manufactured on 11/14/2000, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.